Event description:
It was reported that an unspecified pen needle contributed to hypoglycemia during use. The following was reported by the initial reporter: "it was reported that consumer had low glucose level. Verbatim: the patient received human insulin (rdna origin) injections (humulin, ru500 units/ml) via a prefilled pen (kwikpen), at an unknown dose, frequency and route of administration, for the treatment of unknown indication, beginning on an unknown date. The patient also received insulin lispro (rdna origin) injections (humalog 200u/ml) via a prefilled pen (kwikpen), 25 units with each meal and a basal rate, subcutaneously, for the treatment of type 1 diabetes, beginning on an unknown date in 2018. On an unknown date in 2018, she used insulin lispro kwikpens in an insulin pump. On an unknown date, while on human insulin therapy, she experienced that it made her go too low (result, units and reference range were not provided), (pc number: (B)(4), lot number: unknown). Information regarding corrective treatments of the events was not provided. Both the events were recovered. Status of human insulin and insulin lispro therapies were not provided. The operator of human insulin kwikpen was patient and her training status was not provided. The general model duration of use and the suspect duration of use for kwikpen were not provided. The action taken with suspect kwikpen and its return status were unknown. The initial reporting consumer related the event blood glucose decreased with human insulin drug only, and did not report if the event of wrong technique in drug usage process was related to insulin lispro drug. The initial reporting consumer did not relate the event blood glucose decreased with human insulin kwikpen. Update 04-dec-2020: all information received on 30-nov-2020 was processed together at the same time".

Manufacturer narrative:
H6: investigation summary. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed. And the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that an unspecified pen needle contributed to hypoglycemia during use. The following was reported by the initial reporter: "it was reported that consumer had low glucose level. Verbatim: the patient received human insulin (rdna origin) injections (humulin, ru500 units/ml) via a prefilled pen (kwikpen), at an unknown dose, frequency and route of administration, for the treatment of unknown indication, beginning on an unknown date. The patient also received insulin lispro (rdna origin) injections (humalog 200u/ml) via a prefilled pen (kwikpen), 25 units with each meal and a basal rate, subcutaneously, for the treatment of type 1 diabetes, beginning on an unknown date in 2018. On an unknown date in 2018, she used insulin lispro kwikpens in an insulin pump. On an unknown date, while on human insulin therapy, she experienced that it made her go too low (result, units and reference range were not provided), (pc number: (B)(4), lot number: unknown). Information regarding corrective treatments of the events was not provided. Both the events were recovered. Status of human insulin and insulin lispro therapies were not provided. The operator of human insulin kwikpen was patient and her training status was not provided. The general model duration of use and the suspect duration of use for kwikpen were not provided. The action taken with suspect kwikpen and its return status were unknown. The initial reporting consumer related the event blood glucose decreased with human insulin drug only, and did not report if the event of wrong technique in drug usage process was related to insulin lispro drug. The initial reporting consumer did not relate the event blood glucose decreased with human insulin kwikpen. Update 04-dec-2020: all information received on 30-nov-2020 was processed together at the same time".